Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up, pocket infection was observed. The primary and secondary cause of infection was unknown. The device was explanted. There is no known allegation from the health care professional that the infection was related to the device or procedure. The patient was stable post procedure.

Manufacturer narrative:
Implant date should have been (B)(6) 2013 instead of (B)(6) 2013 and it's corrected in follow up report.

Manufacturer narrative:
Analysis was normal. No anomalies found.